Event description:
It was reported that the patient's stimulation is intermittent. It was stated that the patient's stimulation turns off and back on. It was noted that patient will meet with a manufacturer representative to discuss possible issues. Additional information has been requested. If additional information becomes available, a supplemental report will be filed. Reference manufacturer report number: 3004209178-2013-03178

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the manufacturer's representative met with the patient and it was determined that the intermittent stimulation was due the fact that the patient did not have the programmer component of the implantable neurostimulator (ins) to adjust the stimulation. The patient was provided with a new programmer and the stimulation was increased "up a little" which completely solved the intermittent stimulation issue.

Manufacturer narrative:
Product ID: 7496-25, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer. Patient product ID: 74001, lot# n240158, implanted: (B)(6) 2010, product type: adapter. Product ID: 3888-28, implanted: (B)(6) 1992, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1993. (B)(4).